Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient ad made a sudden down turn and was hospitalized. The caller reported that over the weekend, the patient made it to church. The caller reported that the patient fell asleep in church and they could not wake them. The caller reported they had to call the nurses to get the patient back from church and they could not walk without a lot of assistance. The caller reported the patient was having trouble feeding themselves, their speech was worse and they could not keep their eyes open. The caller reported that they could do all of those things prior to this past weekend. The caller reported they did not have the patient programmer with them, but they synced with the recharger and the recharger showed that the ins was off. The caller reported that the ins battery showed it was sufficiently charged and they confirmed that they had been making sure the patient's ins had been charged up. The caller reported they would get the patient's programmer to turn stimulation back on. The caller called back on (B)(6) 2018 reporting that they understood that the ins shuts off when it was at 25% but it did not go back on automatically when they charged the ins. The patient reported they turned the ins back on and confirmed seeing a lightning bolt on the recharger screen. No further patient complications have been reported as a result of this event.